Event description:
The reporter did back-to-back (rapid succession) blood glucose tests, using the same fingerstick. Rptr's results were 401, 192 and 224 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. On followup, rptr's spouse (observes rptr when testing) stated that rptr inserts the test strip completely, and checks the confirmation dot. Spouse also stated an accurate technique of applyling blood, and that rptr cleans meter on a regular basis. No harm was alleged.